Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: ddbb1d1, ICD; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented with noted diminished sensing/undersensing on the right atrial (ra) lead. The lead was first reprogrammed and then at a later date the lead was capped and replaced. No patient complications have been reported as a result of this event.